Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl diagnosis; pathology not received and markers not reported or confirmed.

Event description:
Patient's friend reported bia-alcl diagnosis; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Manufacturer of the device is unknown. Affected side is unknown. Device status is unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.